Manufacturer narrative:
The actual device was returned for evaluation and testing. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that the device had small holes in the cord, failed thermistor assessment, failed safety assessment (runs in the load position), and failed loctite and cable assessment (connector cap cable frayed). During repair it was observed that the flex circuit was worn out which caused the failed thermistor assessment. It was determined that the assignable root cause of the failed thermistor was due to normal wear over time. It was further determined that the locking components were damaged causing the failed safety assessment. The hole in the cord was determined to be due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The issue with the locking components is consistent trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of these conditions was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the motor device had a hole in the hose. It was reported that it was unknown how the hole occurred. During in-house engineering evaluation it was observed that the device had small holes in the cord, failed thermistor assessment, failed safety assessment (runs in the load position), and failed loctite & cable assessment (connector cap cable frayed). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.